Event description:
The reporter states that she obtained blood glucose results of 210 mg/dl and 100 mg/dl within 10 minutes on the advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
The returned test strip vial was empty. As such, testing was not possible. Retention data provided.